Manufacturer narrative:
Details of complaint: on (B)(6) 2019 customer reported cns "went down"/ hdd failed after it lost power during a generator test. Customer could not boot device back up. Nk tech support assisted customer in swapping from the main to the backup raid hard drive to resolve the issue. Customer intended to order a new hard drive to replace the failed (main raid) hard drive. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: device was put into service on 11/28/2015. Service history for this device shows this is an isolated incident. Cns-6201 service manual revision g states that regular inspection every six months should be conducted. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. In this case, device has a built-in raid setup that would allow user to replace one of the two mirrored hard drives, preventing both hard drive failures. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Due insufficient available information regarding the service and maintenance of the device, the root cause of hard drive failure could not be determined. No errors were reported in the current incident. Device (main hard drive) failed as a result of the abrupt power loss; rather than during normal use. Additional information was obtained from customer below: questions: what is a typical duration of the generator test? How often is the test being conducted? Was the cns device connected to a ups or backup battery? If so, was there any error message on the ups? Answers: the switch over for the generator tests is only about 20 seconds. This test is conducted monthly. The cns was connected to a ups, the ups was also replaced, then the hard drive was replaced. Follow-up questions: would you be able to send the ups to nk for further evaluation? If not, would you be able to provide manufacturer's model and serial number? Could you please provide an overview of how the ups/cns was set up, including cable connections and location of the ups? Have you encountered any issues with this ups prior to the failure? Follow-up answers: the ups was discarded at that time, with other batteries, to an outside vendor. The cns, monitor and strip printer were all plugged into the ups. The ups was the one purchased from nihon kohden for the system. No other problems were encountered from the ups. Based on the information provided by customer, the switch over from main power to backup power was about 20 seconds. During this time, cns device shut down because of insufficient power. Customer discarded the ups and battery. Model and serial number of the ups are not available. Information regarding testing and maintenance of the ups device is not available. At this time, an investigation request to the ups manufacturer could not be made. Investigation conclusion: device shut down abruptly during a generator test as a result of loss of power. Main raid hard drive failed and needed replacement. The root cause of the power issue could not be determined due to ups having been discarded by customer. Additional device information: d11 & c2: concomitant medical product information was requested but nk was only provided with the following: customer stated that they were monitoring the zm-531pa telemetry transmitters. No serial numbers were provided.

Event description:
The biomedical engineer reported that the central nurse's station (cns) went down after a generator test. The ups and cns then came back up but the cns would not boot into the cns software.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) went down after a generator test. The ups and cns then came back up but the cns would not boot into the cns software. The customer was advised to switch the raid hdd in the 2nd drive to drive 0 and move the corrupted file to the 2nd drive. The cns was rebooted and the issue was resolved. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical product information was requested but (B)(6) was only provided with the following: customer stated that they were monitoring the zm-531pa telemetry transmitters. No sns provided.

Event description:
The biomedical engineer reported that the central nurse's station (cns) went down after a generator test. The ups and cns then came back up but the cns would not boot into the cns software.